Event description:
Patient sedated and sleeping. The diffusion sequence was a 12 direction dti applied at the end of the protocol. Shortly after, the diffusion gradients were applied, the child's arms and legs began to visibly twitch, followed shortly by arm movements. The sequence was aborted. The child was not awakened by the scan. No additional sedation was administered. After waiting approximately 30-45 seconds, a 3-direction, i.e. Dwi-one portion of the diffusion sequence was run. In this instance, no discernable involuntary movement was observed nor was the child awakened by the scan. Dates of use: one day in 2007. Diagnosis or reason for use: MRI of brain. Event abated after use stopped: yes.